Event description:
My wife had an episode of acute de-compensated heart failure on (B)(6) 2017. She was diagnosed to have severe aortic stenosis. In view of her bmi of 14.4 and general condition, it was determined that she had an intermediate risk of mortality of 4.658% and morbidity of 22.702% for surgical aortic valve replacement. Hence, transcatheter valve replacement, using balloon expandable edwards sapien 3 valve, was recommended, with the advice that it had lower chances of paravalvular leak and need for cardiac pace maker, compared to a self-expanding valve. The recommendation was accepted by the pt. Alarmingly, in the coronary angiogram prior to the procedure, the radiologist found 'chunky' calcification involving the aortic root and arch, which clearly showed risk and inappropriateness of balloon expandable valve. However, edwards have not warned, either in their technical literature or training to cardiologists or through their proctor (who supervised the procedure), that balloon expandable sapien 3 valve was contraindicated, in such cases. During ballooning, the calcium cracked, causing a rupture in the aorta, cardiac tamponade and shock, (needing sternotomy and transfusion of 24 units, which triggered thrombocytopenia and coagulopathy), and also a severe shunt between right common carotid and right ventricle. The pt suffered multiple organ (kidney and liver) failure, was hospitalized, and subsequently re-hospitalized for shunt closure (but significant residual shunt persists). Pt, miraculously, survives with residual rv failure, shortness of breath and continued medication, but has poor stamina and quality of life - all avoidable if self-expanding valve had been used. Note: problem was not in the device, but in failure by edwards to contraindicate or warn against use of this balloon expandable valve in pts with highly calcified aorta, in which case only self-expanding valve is appropriate to be used. Rupture in aorta, causing cardiac tamponade and shock, and shunt between rcc and rv, causing breathlessness and sub-optimal life since. Please my letter of march 26, 2018 to edwards, responding to theirs of february 5, 2018.